Event description:
A user facility reported the clear backing of two 3m¿ red dot¿ repositionable monitoring electrodes got lost and stuck to a couple laryngoscope blades during intubation. After the initial procedure, the patient was complaining about coughing and felt something in their throat. An additional procedure was performed, and the backing was observed and retrieved from the patient's throat. No additional information was provided.

Manufacturer narrative:
The device has not been returned to solventum for analysis and no lot number was provided. Instructions for use state the 3m¿ red dot¿ repositionable monitoring electrode 2600 series (2660 and 2670) are intended to be used by healthcare professionals for ECG monitoring. Dispose of contents/container in accordance with the local/regional/national/international regulations; therefore, this event is being reported due to potential use error. Complaints were reviewed with no adverse trend observed. Solventum will continue to monitor.

Manufacturer narrative:
MDR 2110898-2025-00021 submitted on 28-mar-2025 noted the following: section g3 date received by manufacturer: 03/05/2025. Correction: section g3 date received by manufacturer: 03/11/2025.